Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the main coil was broken/ fractured from the delivery and the main coil was not returned. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information available and analysis of the device, it is probable that the device was damaged during the clinical procedure causing resistance and it is probable that the main coil was broken/ fractured from the delivery wire as a result. Therefore, an assignable cause of operational context has been assigned to this event.

Event description:
The analysis of the returned coil revealed that the delivery wire at the detachment zone was found to be broken. There was no clinical consequences to the patient reported.